Manufacturer narrative:
Additional information was received from author indicating that none of the complications had anything to do with bwi devices. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient underwent radiofrequency catheter ablation (rfca) with the remote magnetic navigation (rmn) and died 48 hours after the procedure due to progressive heart failure. Title: ¿endo-epicardial ablation of ventricular arrhythmias in the left ventricle with the remote magnetic navigation system and the 3.5-mm open irrigated magnetic catheter: results from a large single-center case¿ control series¿ the purpose of this study was to evaluate the safety and efficacy of rfca using the rmn system with the magnetic oic ablation catheter in a large series of patients with vas. The study was conducted between march 2009 and november 2009. Suspect devices is 3.5-mm-tip irrigated navistar thermocool rmt, however catalog and lot number is unknown.